Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 20104: damaged keypad cover and missing button cover. Dim, discolored display screen.

Manufacturer narrative:
Submitted: 02/19/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was torn from the ok button to the contrast button and the audio bolus button cover was detached and missing. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast and up arrow buttons. The display was noted to be dim and discolored.